Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported a volume discrepancy was discovered during a pump refill. The estimated reservoir volume (erv) was 5.1 milliliters (ml) and the actual reservoir volume (arv) was 10.2 ml. Surgical intervention had not occurred, the diagnostics/troubleshooting and interventions were unknown. The outcome of the event was not reported. There were no patient symptoms reported. Additional information has been requested, but was not available as of the date of this report.